Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 8.7 mmol/l versus 6.7 mmol/l meter to lab. Test were done within 5 minutes with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.